Manufacturer narrative:
Product event: (B)(4), evaluation method: device not returned to manufacturer therefore analysis could not be performed. Evaluation result: device not returned to manufacturer therefore analysis could not be performed. Evaluation conclusion: device not returned to manufacturer therefore analysis could not be performed. (B)(4).

Event description:
Literature: (animal) study was presented in part at the annual scientific meeting of the society of academic and research surgery, 4¿5 january 2012, nottingham and has been published in abstract form [br j surg 2012; 99 (suppl. 4): 31]. The aim of the study was to define the extent of parenchymal ablation and tissue necrosis achieved using ablative techniques in a non-perfused benchtop cadaveric model. Tissue ablation and necrosis was measured for each of the ablative methods utilized. The aquamantys device produced a wide band of coagulation adjacent to the line of transection, but this was not reflected in either the ablative or necrotic band width. Although the device led to disruption of the extracellular matrix within this coagulative band to a distance of 2 mm from the resection margin, there was no clear evidence of tissue necrosis beyond 1 mm. The impact of this coagulation effect on tumour cell viability is not known.